Manufacturer narrative:
Button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to perform the displacement test due to keypad anomaly.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 223 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.